Event description:
Patient underwent MRI using correct magnet strength per conditional manufacturer guidelines of cochlear device. Head also wrapped per manufacturer guidelines. At conclusion of MRI, ci of right cochlear implant found and presumed extruded through a long-standing open wound over site of implant. Device was returned to manufacturer.